Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04598. It was reported that the implant procedure was abandoned because patient began throwing up and had breathing issues. Patient's leads were pulled during the procedure and discarded. The patients symptoms have resolved.